Event description:
It has been reported to philips that, during a procedure, the allura xper fd10 system experienced a problem with the fluoroscopy, that it was malfunctioning and impossible to use. No harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the spleany and the graphics are failure. Review of the log file confirmed that malfunction of generator with more specific to one of the 2 ht converters. The fse replaced converter. After replacement of converter, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.